Manufacturer narrative:
Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "early onset infection".

Event description:
Healthcare professional reported ¿one of the new implants had to be removed in an emergency surgery just a few days after surgery due to an infection¿. Later healthcare professional reported "early onset infection". This record is for the left side. Device was explanted.